Event description:
It was reported that when the patient presented in the hospital after receiving a hv therapy, intermittent atrial undersensing of atrial fibrillation was observed. Upon interrogation, it was noted that the patient received inappropriate hv therapy for atrial fibrillation with rapid ventricular response which was diagnosed as vt episode. Programming changes were made. Patient¿s medications were also changed due to the new onset af and high ventricular rates that persisted after the shock. Patient¿s condition was stable and the patient will continue to be monitored.